Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 310 mg/dl. Customer reported that they treat with the insulin drip. Customer declined to troubleshoot for blood at site. Customer reported that they opened the box and found bleeding and leaking the all from same box. The insulin pump will not be returned for analysis.